Event description:
Boston scientific received information that the right ventricular lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit noise oversensing on the rv lead and high out-of-range rv pace impedance. There were no inappropriate shocks. A pocket revision was done during which time it was confirmed that the setscrew connection had not been fully established. The physician applied mineral oil, reconnected the lead and tightened the setscrew but the lead came right out again. The lead was re-connected once again and this time the lead did not slip out. There had been no pacemaker inhibition observed with the noise oversensing. There were no adverse patient effects reported beyond the unplanned surgical intervention.

Manufacturer narrative:
The boston scientific local area sales rperesentative confirmed that impedance measurements had been normal at the post-operative device check at implant. After the revision procedure, this lead and device remained actively in service without further issue.